Event description:
It was reported that the system 9800 locked up and an error message was displayed on the right monitor. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction could not be duplicated. It was further reported that the system interconnect cable was disconnected during initialization. The system was tested and found to be working as intended and placed back into service.